Event description:
A medline endoscopy kit was opened for a scheduled endoscopy case. Upon opening the kit on the prep table, mold was found growing on the white table liner. The second kit that was opened had pink tinge around the white boarder and the blue exp date stamp had run (spread) due to moisture. Both packs had the same lot. These packs were not used in patient care. The kits come non-sterile and contain self-contained liquid items: endozyme sponge and lube jelly. These may have leaked which set up the conditions for mold growth.